Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, based on the reported event description, the cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 2 of 4 of peritoneal dialysis therapy. During troubleshooting, it was discovered that an empty supply bag connector was loose. The technical service representative assisted the hp with closing all the clamps, power cycling the hc, disconnecting aseptically, and removing the cassette. Proper procedures were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.